Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron integrated built-in system ultrasonic scaler g139 they allege that the inserts and the unit are getting hot.

Manufacturer narrative:
06/10/2024 mu. G139-35704 rev13 000 evaluated, meets specifications; contact customer. Hp cable and 360 hp work fine. Unit has been running for over two straight hours without any sign of overheating other than the normal warm for the length of the time running. Checked for a complete performance, final test. Qa/jb customer needs to check if there's no water restrictions from the source, it may be delivering little water, also the power supply needs to be checked if it is compatible with the unit.